Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. The delivery device was returned outside the loading device. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The analyzed failure to load was not reported by the account. Based on the returned condition of the device the reported failure was not confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not fire. The hospital did not report any patient effects. A replacement device was used to complete the procedure.

Manufacturer narrative:
December 07, 2015 03:58 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not fire. The hospital did not report any patient effects. A replacement device was used to complete the procedure.